Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose of 384mg/dl with nausea associated with an alleged loss of prime issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was also noted that the patient has a urinary tract infection (uti). During troubleshooting with customer technical support (cts), it was revealed that the patient received a new pump on (B)(6) 2017 and has been receiving the loss of primes since. The patient¿s blood glucose readings and symptoms do not meet animas criteria of a serious injury. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.